Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). Investigation summary : upon receipt by mentor, the gel contained in the device appeared cloudy. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.8 cm within a crease on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Reason for device explant and/or reoperation: left-sided rupture. Manufacturer¿s reference number: (B)(4).

Event description:
On 9/20/19, mentor became aware that previously submitted psr reference numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number. This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 275cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The rupture was visualized via MRI. As a result, as a result, the patient underwent removal and replacement on (B)(6) 2018.